Event description:
Vessel sealer malfunction. Blade exposed. Not cutting. Opened 2 of the vessel sealer and did not use either one because of the same problem. Both had same lot # and expiration date. No harm to patient.